Event description:
Incident occurred [redacted] in the ed [emergency department]. Patient was in unstable svt [supraventricular tachycardia] in the 210 rate. Translucent pad 8900-004041-01 applied first, but removed due to a staff member saying it was the wrong pad. The one step pad 8900-0224-01 was then applied and staff delivered first cardioversion. A second cardioversion delivered and arc'd. Burns noted to patient's chest and pad was removed. A transluscent pad was applied for the third cardioversion. No rhythm changed and requested consult to cardiology. Patient received sedation for cardioversions while awaiting cardiology team (5-15 minutes). Patient codes and a one step pad was applied. CPR started on feedback portion of pad. Tech reports that it was sliding so he removed the "puck."